Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. Based on the results of the investigation, the malfunction likely occurred due to damage of the ac (alternating current) adapter plug. During evaluation, it was confirmed that the adapter pin was bent.

Manufacturer narrative:
The device has not been returned to omsc but was returned to olympus (B)(4) for evaluation. The inspection of the device by (B)(4) confirmed the following; the contact of the plug of the ac adapter was defective due to wear, causing poor contact. The olympus engineer put the contact pin on the ac adapter back in the correct position and repaired the poor contact. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that when the user moved the monitor arm, the device turned off and the endoscopic image on the device disappeared. The user immediately returned the monitor to its original position and there was no report of patient injury associated with this event.